Event description:
Date of event updated

Manufacturer narrative:
Event date updated in b tab. Investigation results: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. However, the reported defect of needle retraction slow is confirmed since a trend has been identified for the reported failure mode and corrective actions have been initiated to investigate this type of incident and identify the root cause.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field.

Event description:
It was reported that bd insyte autoguard needle was slow to retract. The following information was provided by the initial reporter: slow retraction of needle into safety housing after activating white button. Tue (B)(6)/2025 11:12 am 1. No impact to patient but is risky situation. 2. Yes, after IV start, delay in needle retraction, no injury but risky situation 3. No injury to staff or pt 4. (B)(6)/2025. 5. Lot # is what was provided, no other info available 6. No photo. 7. Several separate incidents have been reported.

Manufacturer narrative:
Additional information of fa#.